Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture of silicone, infiltration of silicone in the axillary regions.

Event description:
Healthcare professional reported "lymph node with cortical thickening","bilateral rupture" and "infiltration of silicone," ¿simple cysts," device remains implanted.